Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The needle broke and half was left in the patient. An x-ray was done and they could see the needle, and it was retrieved. The needle was in the vaginal cuff. The surgical time was extended by only twenty minutes due to the issue and there was no adverse event due to the extension. The current patient status is fine.